Event description:
During routine testing of the device at the service center, the service repair technician reported that the white wire was exposed on liquid crystal display (lcd). There was no patient involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.